Event description:
Tubing was found leaking for an unknown time period. Patient was receiving IV fluid with dextrose, heparin, and electrolytes. Patient's accuchek found low from dextrose not being infused; bp was low from no extra volume. Patient required ns fluid bolus and dextrose.